Event description:
It was reported that the insulin pump alarmed button error. The blood glucose level was not included in the report. Nothing further was reported.

Manufacturer narrative:
Insulin pump had no button error alarms noted. Insulin pump had moisture damage was noted on keypad traces. Insulin pump had a cracked reservoir tube lip, cracked display window, missing end cap sticker and cracked case near display window corners noted during visual.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.